Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient is feeling shocking down her left leg and she cannot seem to adjust it to stop. At first it was doing it only when she was sitting a certain way but now it is doing it all the time. She stated, ¿it feels like a sparkler on her hip and it goes across the abdomen to the hip on the other side¿. She waited until she is ¿in peril¿ before she finally called. She did try to adjust her stimulator and she has turned off program b and c. She was advised to follow up with her healthcare provider (hcp) and turn stimulation off.